Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm. Blood glucose level at the time of the incident was 400 mg/dl and will treat with manual injections. Customer was assisted clearing the alarm. The insulin pump was not replaced or returned for analysis.